Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the past the reporter had an event wherein they couldn¿t get telemetry, and the pump was alarming non-stop; "it never stopped alarming". There was no specific details provided in regards to the device and cause of alarm. Additional information has been requested; a follow-up report will be sent when it becomes available.